Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective ups module. The technician replaced the module to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective module was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be reproduced. Two short circuits on the board could be identified as root cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an alarm and the customer reported burning smell after the alarm occurred during procedure. In addition the battery level indicator and percentage became blank there was no report of patient injury.